Event description:
It was reported that when the devices were used during an unknown procedure, the staples could not be released from the devices after stapling the skin. Another device was used to complete the case. There was no consequence to pt.